Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the drawer 2.1 should be replaced as there was a slack in the drawer when joggled. The fse then replaced the drawer, configured it and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer remained unresponsive and only opened after the system had been restarted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer remained unresponsive and only opened after the system had been restarted. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer remained unresponsive and only opened after the system had been restarted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that drawer malfunctioning was identified and attributed to migrating bearing retainers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex g, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the pyxis anesthesia system es that presented a drawer malfunctioning was confirmed by the field service engineer (fse). According to work order (B)(4), the fse reported troubleshooting with drawer 2.1. It was concluded that the drawer should be replaced. There was slack in the drawer that when joggled, the drawer came out nearly a 1/4 inch; registering the drawer as open. Pharmacy mentioned that the nurses pulled out the drawer forcefully, attempted to open it, probably bending the slide rails. The defective drawer was replaced with a new drawer, configured and service was restored. Hta tests were performed. During dchu laboratory visual inspection of the matrix drawer hh pas received no visual anomalies were observed. Laboratory testing of the matrix drawer hh pas was performed by placing it on a test bench for evaluation, top and bottom drawers were manually opened, and no resistance was observed when attempting to full extension. Drawer rails were observed migrating past the drawer bumper stops of both drawers, allowing the top drawer to register open when it was closed. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported drawer malfunctioning was identified and attributed to migrating bearing retainers.